Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 bottom drawer was jammed and did not close completely, and the barcode scanner was broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.